Event description:
Consumer complaint of blood result reading "lo". Customer's normal range should be 110mg/dl fasting and 140mg/dl 2 hours after a meal. Back to back blood tests performed at the time of the all resulted in "lo" and 192 mg/dl. Only result in memory was 105mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of about blood result reading "lo." Customer's normal range should be 110mg/dl fasting and 140mg/dl 2 hours after a meal. Back to back blood tests performed at the time of the call resulted in "lo" and 192mg/dl. Only result in memory was 105mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).